Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low and high blood glucose and was hospitalized due to diabetic coma. Customer stated that she had pancreatitis and flu prior to hospitalization. Nothing further was reported.